Event description:
The customer reported that the alarm has power but no alarm tone when the sensor pad is detached from the alarm. There was no visible damage detected to the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4): evaluation: results: (other) - evaluation of the returned product found that the alarm's power is intermittent and as a result, the alarm sounds intermittently when weight is off the sensor pad. The battery door is missing. The liqui-label has evidence of moisture. (B)(4).